Event description:
Patient was wearing a pod on the skin between 37 and 48 hours. On 16 june 2026, legal guardian (lg) reported the pod was removed after 41 hours of wear with infection at the infusion site. Lg reported an abscess was present upon removal. Medical assistance was sought on the same day. Lg reported limited information, as another caregiver accompanied the patient to the healthcare provider. Multiple follow-up attempts were unsuccessful. Additional event details, including diagnosis, symptoms, treatment, and device information, are unavailable. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.